Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had packaging that came apart. There was no report of exposure, serious injury, or medical intervention.

Manufacturer narrative:
H.6. Investigation summary: DHR- the lot number was built on afa line 11 from 9dec17 through 12dec17 for the quantity of (B)(4). 2 non-related qns ((B)(4) for hole in tubing and (B)(4) (initiated during rw from previous qn) for missing parameters and start up sheet). Disposition, root cause and corrective actions were applied per quality control plan. Pallets 11-13 were packaged (after rw) on pkg line 9 from 7feb18 through 8feb18. All other challenge samples, set-up and in process testing were performed and passed per specifications. Received one22ga iag bc unit from lot number 7334894, all components within were present and intact. Conclusion(s): the unit received was partially open at one end. The product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusion(s): supplier ¿ defective material bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Event description:
It was reported that a bd insyte¿ autoguard¿ bc shielded IV catheter had packaging that came apart. There was no report of exposure, serious injury, or medical intervention.